Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was not working. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer head was not working. Analysis also found that the cable jacket was damaged and the cable needed to be replaced, and that the lens in the upper case was cracked and that the upper case needed to be replaced. The head was being sent on for repair. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was not working. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.